Manufacturer narrative:
This report is submitted on august 28, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance resulting in the decision to explant the device. The implanted device remains at this time; however, explant and reimplantation is planned but has not taken place at the time of this report.